Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.7mm vicmo13.7 diopter -11.00 diopter into the patient's right eye (od) on (B)(6)2017. The lens was exchanged for the same size, different diopter lens on (B)(6) 2017, the surgeon reporting a refractive surprise. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).